Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the screw broke when using the base. The health care professional retrieved the broken part from the patient. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the screw broke when using the base. The health care professional retrieved the broken part from the patient. There was less than an hour delay in the procedure. No impact on patient outcome

Manufacturer narrative:
The trajectory guide was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. One of the three screws had broken off. The broken piece was included in the return. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the screw broke when using the base. The health care professional retrieved the broken part from the patient. There was less than an hour delay in the procedure. No impact on patient outcome.